Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot number is unknown, therefore, a device history review cannot be performed. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a ndehp plumset 2 claves-sl that leaked an unspecified chemotherapy from the tube when the nurse was preparing to set up the infusion. There was no patient involvement and no report of harm.